Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dilator detachment. Block h10: visual examination of the returned advantage fit blue system device revealed that one of the dilators had become separated from the sleeve. The sleeve was torn at the point where it begins to overlap with the dilator. No other defects were observed to the system, mesh, or delivery device. The reported complaint is confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the gathered information, it is likely that excessive pulling force was applied during the placement of the mesh, resulting in the analyzed device condition and the reported complaint. Therefore, the probable cause selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during a retropubic sling procedure performed on (B)(6) 2021. Prior to sling insertion into the patient, when attaching the dilator to the trocar, the dilator tube broke and fully detached outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as the result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was used during a retropubic sling procedure performed on (B)(6) 2021. Prior to sling insertion into the patient, when attaching the dilator to the trocar, the dilator tube broke and fully detached outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as the result of the event.